Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint aches"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), infection ("infections"), migraine ("migraines") and back pain ("lower back pain"). The patient was treated with surgery (undergo procedure to remove essure). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, arthralgia, dyspareunia, dysmenorrhoea, vaginal haemorrhage, infection, migraine and back pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, infection, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought a treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, paraesthesia, obesity, uterine fibroid, hyperlipidemia, carpal tunnel syndrome, hypertension, anxiety, cholecystectomy, hiatal hernia repair, tonsillectomy, ovary removal and cesarean section (may 2012). Concurrent conditions included morbid obesity and numbness. Concomitant products included intrauterine contraceptive device (iud nos) and normensal (norinyl) for contraception as well as clonazepam, fish oil (omega 3 fish oil), multivitamin, naproxen, sandocal (calcium carbonate w/cholecalciferol/sodium), venlafaxine, vitamin b12 nos and vitamins. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint aches"), dyspareunia ("dyspareunia/ (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), back pain ("lower back pain"), fungal infection ("infection (bladder/ urinary tract/vaginal): yeast infection"), weight decreased ("weight loss/gain which one: weight loss"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), constipation ("constipation") and tinnitus ("ear ringing"). On an unknown date, the patient experienced vaginal haemorrhage ("irregualr vaginal bleeding/ abnormal bleeding vaginal"), infection ("infections"), migraine ("migraines"), menorrhagia ("menorrhagia"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rashes"), headache ("headache"), hypertension ("blood or heart disorder/condition type: high blood pressure"), anaemia ("anemia,"), amnesia ("neurological conditions or problems type: memory loss"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), feeling abnormal ("psychological or psychiactric problem-condition: brain fog"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (hysterectomy (full)/). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, arthralgia, dyspareunia, infection, migraine, back pain, fungal infection, mood swings, depression, rash, headache, hypertension, anaemia, amnesia, fatigue, weight increased, weight decreased, abdominal distension, constipation, tinnitus, alopecia, feeling abnormal, dysfunctional uterine bleeding and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, constipation, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, hypertension, infection, menorrhagia, migraine, mood swings, pelvic pain, rash, tinnitus, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she sought a treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, depression, hypertension. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Indication female sterilization and removal date was added. Events were clubbed with previously reported events. Events: menorrhagia , fungal infection, mood swings, depression, anxiety, rash, headache, hypertension, anemia, fatigue, weight increased, weight decreased, abdominal distension, constipation, constipation, tinnitus, alopecia, feeling abnormal, uterine leiomyoma and dysfunctional uterine bleeding were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, paraesthesia, obesity, uterine fibroid, hyperlipidemia, carpal tunnel syndrome, hypertension, anxiety, cholecystectomy, hiatal hernia repair, tonsillectomy, oophorectomy unilateral and caesarean section (may 2012). Concurrent conditions included obesity and numbness. Concomitant products included ethinylestradiol;norethisterone (norinyl) and intrauterine contraceptive device (iud nos) for contraception as well as calcium carbonate;colecalciferol;sodium (calcium carbonate;cholecalciferol;sodium), clonazepam, fish oil (omega 3), naproxen, venlafaxine, vitamin b12 nos, vitamins nos and vitamins nos (multivitamin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ painful sexual intercourse"), vaginal haemorrhage ("irregular vaginal bleeding/ abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and arthralgia ("joint aches, joint pain"). In (B)(6) 2014, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal): yeast infection"). In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction."), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), migraine ("migraines"), headache ("headache"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rashes"), hypertension ("blood or heart disorder/condition type: high blood pressure"), anaemia ("anemia"), amnesia ("neurological conditions or problems type: memory loss"), fatigue ("fatigue"), constipation ("constipation"), tinnitus ("ear ringing") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and weight decreased ("weight loss/gain which one: weight loss"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), infection ("infections") and thinking abnormal ("psychological or psychiatric problem-condition: brain fog") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, back pain, dyspareunia, dysfunctional uterine bleeding, abdominal distension, arthralgia, infection, migraine, headache, fungal infection, mood swings, depression, rash, hypertension, anaemia, amnesia, fatigue, weight increased, weight decreased, constipation, tinnitus, alopecia, thinking abnormal and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, constipation, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hypersensitivity, hypertension, infection, menorrhagia, migraine, mood swings, pelvic pain, rash, thinking abnormal, tinnitus, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she sought a treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, depression, hypertension. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received : event " allergic or hypersensitivity reaction" was added. Onset date of events added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.